Manufacturer narrative:
Evaluation results: one cadd-legacy 1 received in fair condition. The housing was damaged. The moment the device was powered up the device started double beeping. The downstream sensor was replaced as a result. The front and rear housing were also replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump gave a double beep alarm indicating that there was no cassette. The screen was also damaged. No patient injury or complications were reported in relation to this event.